Manufacturer narrative:
The investigation of low pump flow has been completed. The returned complaint device visually inspected. Cannula kink near outlet observed. No biomaterial, no broken blade observed. The cause of the low pump flow issue was cannula kink due to improper technique.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following impella cp implant, the provided flows were lower than expected. On fluoroscopic viewing, a kink was discovered in the cannula. The pump was subsequently replaced to resolve the failure. There was no patient harm.